Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing low blood glucose level of 33 mg/dl and she fainted and required assistance from her sons. Caller alleges the product malfunctioned in a way that caused hypoglycemia and subsequent treatment. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.